Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 8:34 pm the pod was deactivated. The patient was vomiting so they took him to the hospital. Upon arrival he was diagnosed with diabetic ketoacidosis. They placed him on an intravenous therapy of insulin and fluids. They also gave him medication for nausea. Endocrinologist and the pediatric doctor stated that the patient's omnipod personal diabetes manager (pdm) is at fault and that the data on the screen is not correct. The patient's is currently on manual injections until he receives a new replacement pdm.

Manufacturer narrative:
The returned device was evaluated and the bg (blood glucose) meter testing produced inaccurate readings. Replaced bg meter board with a known good board resolved the issue.